Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/26/2019.

Event description:
Unit fails pressure relief test. There was no report of patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 04dec2019. Date of report: 05dec2019. After numerous attempts to obtain information on the repair of this device (fse notes and inspection data), this complaint is being closed. If further information is obtained, this complaint will be reopened. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.